Event description:
Cotton on the inside tore¿ leaving pieces behind - tampon [foreign body in reproductive tract] cotton on the inside tore and shredded as I pulled it out...leaving pieces behind - tampon [complication of device removal] cotton on the inside tore and shredded - tampon [device breakage] case narrative: consumer reported via phone that the tampon tore and shredded during removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress h3 other text : pending investigation.

Manufacturer narrative:
08 may 2026:- we received new information from consumer that the malfunction hazard defect didn¿t occur with this lot code. MDR request is no longer to be executed. H3 other text : pending investigation.

Event description:
Cotton on the inside tore¿ leaving pieces behind - tampon [foreign body in reproductive tract] . Cotton on the inside tore and shredded as I pulled it out...leaving pieces behind - tampon [complication of device removal] . Cotton on the inside tore and shredded - tampon [device breakage] . Case narrative: consumer reported via phone that the tampon tore and shredded during removal. No serious injury was reported. Follow up received on 06 may 2026: the case will be deleted from the database. It no longer meets the criteria for inclusion in the database as the defect did not occur with this lot code.